Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose reading shown only as ¿high¿ on meter. Customer addressed high blood glucose with correction injection using multiple daily injections. Reportedly, the customer changed infusion set and cartridge and resumed insulin delivery.